Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a no delivery alarm. The customer's blood glucose was 19.7 mmol/l. The customer stated their tubing was not bent or kinked. Customer also later called to report another no delivery alarm. The customer's blood glucose was 12 mmol/l the second time they called. Customer was advised to call when the alarm occurs in order to troubleshoot the issue.